Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, the patient experienced irritation and a rash with eczema. The patient visited the health care provider (hcp) who provided treatment (not specified).